Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The provided photos showed a lead body with abraded insulation and exposed conductor cable as reported in the complaint text. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - it was reported that during a scheduled exchange of the ICD, insulation damage was observed on this rv lead, which has been in service for approx. 85 months. The physician decided to reconnect the lead, as the results of electrical tests were good. No adverse patient side effects were reported.